Event description:
It was reported that the hub separated from device with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 20 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: during use, the needle was separated from the hub, resulting in the needle exposed. Bd is required to investigate whether the same incident has been reported or not and the possible cause(s).

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separated from device with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 20 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the needle was separated from the hub, resulting in the needle exposed. Bd is required to investigate whether the same incident has been reported or not and the possible cause(s).